Manufacturer narrative:
Pump passed drive system, rewind and basic occlusion tests. Pump programmed with correct date and time and monitored and no daily total anomaly noted.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 40mg/dl. The customer treated their blood glucose levels with food. Later it reached 57 mg/dl and then 61 mg/dl. The customer did not troubleshoot the issue at the time of the call. The product was returned for analysis.